Event description:
The user facility reported a 73-year-old female with an impella cp for acute myocardial infarction. During the bipella procedure, once both pumps were in and flow balance achieved, the physician used the cp side port to verify flow. No flow noted below the impella sheath, so 7fr antegrade sheath was placed to the lfa. This was connected externally to the 7fr retrograde sheath in the right femoral artery (rfa). No pulses were dopplered, so the physician performed contrast shot through the antegrade sheath. There was occlusion noted at the level of the left knee. The physician then performed balloon angioplasty until flow returned to the anterior tib. The patient was sent to ICU.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26856 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26856. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26856.